Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, possible t-wave oversensing (twos), and low r-waves/diminished sensing. Additionally, the right atrial (ra) lead displayed high thresholds. Both the rv and ra leads have been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead also displayed oversensing on electrograms (egm) for atrial tachycardia (at) / atrial fibrillation (af) episodes the lead was extracted and replaced. No patient complications have been reported as a result of this event.